Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4): the investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: customer reports that a pump was beeping "occlusion". The nurse stopped the pump and disconnected the IV from the patient, but the pump kept pumping fluid in spite of being stopped.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The actual device involved in the reported incident was returned to b. Braun medical in carrollton, tx for evaluation. When the device was evaluated the reported issue was not observed. The device operated as intended. Preventative maintenance was performed. Delivery accuracy of 250ml/hr and 25ml tested in spec at 6 minutes 2 seconds or 99% of expected accuracy log review shows on 7/18/2022 and 4:46am a piggyback infusion start of 150ml/hr and 300ml (dl: ivpb). At 4:47am infusion was stopped with a piggyback volume infused of 2.06ml. At 4:48am a primary infusion start of 125ml/hr (dl: ivfluid). At 5:07am and 5:17am pressure alarms occurred and at 5:50am infusion was stopped with a primary volume infused of 121.61ml. At 5:51am a piggyback infusion start of 75ml/hr (dl: ivpb) and at 5:57am infusion was stopped with a piggyback volume infused of 7.27ml. At 5:57am a primary infusion start of 125ml/hr (dl: ivfluid) and at 11:30am infusion was stopped with a primary volume infused of 690.83ml. No further infusions took place.